Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Imdrf device code a15 captures the reportable event of stent partially deployed. An epic biliary delivery system was received for analysis; the deployed stent was not returned. Visual and tactile inspections found multiple kinks on the inner sheath. No other problems were noted to the delivery system. The observed event of inner sheath bent/kinked was most likely due to an interaction between the user and the device (unintended); however, at which stage of the procedure (during procedure/ handling post procedure) it occurred cannot be established. The reported event of stent partially deployed was not confirmed because the delivery system was received without the stent. Additional information was received confirming that the stent was deployed outside the patient prior to returning the device. It is most likely that the device may have encountered difficult patient anatomy such as extrinsic compression or severe angulation of the bile duct which causes difficulty in stent deployment and contributed to the reported event of stent partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on may 23, 2023 that an epic biliary stent was used to treat a 6cm malignant stricture in the bile duct during a bilateral stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement procedure. During the procedure, the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another epic biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on may 23, 2023 that an epic biliary stent was used to treat a 6cm malignant stricture in the bile duct during a bilateral stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement procedure. During the procedure, the stent was unable to deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another epic biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). Imdrf device code a15 captures the reportable event of stent partially deployed.